Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft was implanted in a patient for the endovascular treatment of an unknown size abdominal aortic aneurysm. It was reported that during the index procedure, etcf3636c49ej was implanted directly under superior mesenteric artery (sma) by the chimney method for type 1a endoleak that was previously treated in the past. Final contrast was performed, where it was noted that the type 1a endoleak still remained. As per the physician the cause of the event can not be determined. No additional clinical sequalae were provided and the patient will be monitored.